Manufacturer narrative:
(B)(4).

Event description:
Medtronic (covidien) received information from literature review that one patient experienced incomplete occlusion of a giant internal carotid artery (ica) terminus aneurysm by a pipeline embolization device (ped), which led to symptomatic enlargement without rupture. This ultimately required surgical bypass and parent artery occlusion to achieve full thrombosis of the aneurysm. Complete occlusion of the aneurysm and reduction in mass effect occurred through superficial temporal artery - middle cerebral artery bypass and parent artery occlusion. A 2 month follow-up cta showed no filling of the aneurysm and a patent bypass. The mass effect from the thrombosed portion decreased and hydrocephalus improved. Clinically, the patient had no aphasia or hemiparesis, and the visual field defect was stable. Citation: mattingly t, van adel b, dyer e. Et al. Failure of aneurysm occlusion by flow diverter: a role for surgical bypass and parent artery occlusion. J neurointerv surg. 2015 apr;7(4):e13. (Http://jnis.bmj.com/content/7/4/e13.long).

Manufacturer narrative:
Article website: http://jnis.bmj.com/content/7/4/e13.long. The lot history record review was not possible since the lot number was not reported. The pipeline was not returned for evaluation as it was implanted in the patient. Based on the reported information, no defect of the device was reported during use. The event occurred in the patient post procedure and its cause was unknown.